Event description:
Covidien emea ra/qa notified by healthcare professional that the staff noted a red fluff foreign object in the syringe after unpackaging the product. Therefore the syringe was not used on a pt. No person injured.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.